Event description:
It was reported that the customer was taken to the urgent care with a high blood glucose reading of 204 mg/dl. The doctor told the customer to call us to troubleshoot the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.